Manufacturer narrative:
Investigation details: a visual inspection was conducted. It was observed that the tri-heater wire on the hot jaw boot were relatively clean and undamaged. The cold jaw boots showed little sign of thermal damage. The devices were repeatedly turned on and off while the jaws were wedged into a saline soaked gauze pad. Due to the steaming and sputtering it was concluded that the devices were functioning. Therefore, the complaint that the devices had self activated and overheated could not be confirmed. It is not possible to determine the root cause or even provide a probable cause since the lhr review showed no non-conformances discovered during the investigation.

Event description:
The hosp reported that during a coronary artery bypass procedure, two hemopro devices were reported to have "self activated" and "overheated". The case was completed using a third device. No pt complications were reported by the hosp.